Event description:
About 0.5 year after the implantation of the dall milles cable grip system, some filaments of the cable ruptured. The cable filaments started to spread 8 years and 6 months after the implantation of dm though there was no pain. About 9 years and 10 months after the implantation of dm, an ache in her right hip occurred. Two days after the first ache, electric-shock-like pain occurred from posterior lateral knee region to sole and great toe of the right leg when the leg was extended position. So, the patient was x-rayed and the cable breakage was noticed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.